Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No qualification or sterilization records were reviewed, as the product lot number was not provided.

Event description:
An email was received from an insulet clinical services manager reporting that a customer had an infection at the insertion site that required antibiotic treatment. No further information is available.